Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea, (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2017, hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea and back pain outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal, chronic, dysmenorrhea, (cramping), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received event injury replaced with events "dyspareunia (painful sexual intercourse),pelvic/abdominal, chronic, dysmenorrhea, (cramping), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding" were added. Outcome of event " bleeding" was updated as recovered. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('during removal - uterus had been perforated.') And pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea, (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), back pain ("back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery ((B)(6) 2017, hysterectomy (full), partial right salpingectomy and left salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dyspareunia, abdominal pain, dysmenorrhoea and back pain outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013: at completion of deployment of device there were 3 coils visualized outside he tubal ostia on the left side and 5 on the right for optimal placement. Patient received treatment for dyspareunia (painful sexual intercourse),pelvic/abdominal, chronic, dysmenorrhea, (cramping),back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. On (B)(6) 2017, there was an omental adhesion to the anterior abdominal all in the pelvis, another omental adhesion to the left adnexa. There was some distortion of anatomy of the left tube with some adhesions, minor adhesion posterior to the uterus. Both ovaries overall appeared normal, although with some simple cysts bilaterally, the largest 3 cm on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs receive. New event added- vaginal haemorrhage. Uterine perforation incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.